Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical generator unit (iesu) had c-34 errors with no monopolar energy. The site replaced the instrument, instrument cable and grounding pad with no change. The site also tried power cycling the iesu, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the iesu needed to be replaced and asked if they had a third-party generator to use. The site would search to see if they had a backup generator and cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the issue was identified when ports were placed. The system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was completed robotically. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm reported complaint via system logs. Upon visual inspection there were no issues found that would be related to the reported event. Fa was able to reproduce the reported complaint during in-house testing. The iesu was tested using system and upon powering on the unit, error c-34 displayed. The complaint was confirmed by failure analysis. The probable root cause is attributed to an issue with the iesu.